Manufacturer narrative:
Product support did not confirm the complaint. No false positive or elevated tni results were observed with retain devices. Results were within manufacturing specifications. No patient sample or devices were returned by the caller for evaluation. The complaint could not be verified or determine any product deficiency. No corrective action is required as no product deficiency was established.

Event description:
Caller reported false positive troponin (tni) results with 2 patients when testing with triage versus another format. Caller uses 0.05 as the tni cut-off. The lab method is centaur and they use 0.01 as that cut-off. The first patient had a tni value of 0.13 and subsequent testing done on the centaur were <0.01. The second patient had tni of 0.15 and lab results were <0.01. For both of the patients, the sample ws run 3 times in the lab and not repeated on triage. No details as to the diagnosis or treatments on these patients. Ckmb and myo were not elevated.